Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the monopolar curved scissors instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, the monopolar curved scissors was found to have a shattered tip. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that the site did not have any issues with the instrument during the case it was last used on. There was no noted damage before or after the case as well.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have blade damage. Both blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Additional observation(s) not reported by site: the instrument was found to have a broken tube extension at the orange plastic section. Thermal damage was not observed. Once opened small fragments may be missing. The instrument exhibits scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly .181" x .045". There was material missing. The complaint was confirmed by failure analysis.